Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to pull the medication stored in the main drawer 4 pocket a5. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) inspected the device and confirmed that no issues were identified with the device configuration or user settings and it was determined that order was not crossed over to the visit identification, which explains why the user was unable to view or access the medication at that time. As the patient has since been discharged, further validation or testing is not possible. The tss requested confirmation on whether any similar incidents were observed beyond this occurrence; if none, it could be concluded that there was no issue related to the user or device setup. The system functioned as intended after the technical support specialist investigated the device.